Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm during testing. Unable to determine the root cause, problem isolated to motor force sensor. Unit was received with cracked battery tube threads and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. Customer blood glucose level was 3.4 mmol/l. It was reported that on the back of the pump near the battery compartment was cracked. The device will be returned for analysis.